Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 rmt system and a map shift occurred. During half way of the procedure, the physician noted that the catheter was outside the shell of the electro-anatomical map, approximately 2 ¿ 4 mm. No error message was displayed. This failure was found during mapping stage. The procedure was completed with no patient consequences. As no error message was displayed for the map shift, this could potentially be risk for the patient. Therefore, this complaint was determined to be reportable.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 rmt system and a map shift occurred. During half way of the procedure, the physician noted that the catheter was outside the shell of the electro-anatomical map, approximately 2 ¿ 4 mm. No error message was displayed. This failure was found during mapping stage. The procedure was completed with no patient consequences. As no error message was displayed for the map shift, this could potentially be risk for the patient. Therefore, this complaint was determined to be reportable. The investigational analysis has been completed. Field service engineer (fse) spoke to bwi representative and advised the physician is not using accuresp correctly and has some points gated on respiration and some that are not. Also, movement of the c-arm and patient is causing inaccuracy of the maps due to physician movement of the patient anatomy. This is not a failure of the system, rather a workflow issue that has been discussed with this physician numerous times. System functional and ready for use. Map shift caused by incorrect workflow and patient movement. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through the monthly trending reports. No significant trends have been identified at this time; therefore no CAPA activity is required. The customer complaint was confirmed however, the map shift was caused by incorrect workflow and patient movement. System was found functional, no failure of the equipment contribute to the reported event.